Event description:
It was reported that there was an increase in capture threshold on the right ventricular (rv) lead due to a rv lead dislodgement. The lead was repositioned to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in capture threshold on the right ventricular (rv) lead due to a rv lead dislodgement. A lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable.